Event description:
It was reported while tunneling both extensions, the carrier accessory broke in two pieces. The distal end of the carrier was left in the middle of the tunneling trajectory along with the two extensions. Add'l incisions were necessary to retrieve the broken distal end of the carrier accessory and the two extensions. A new carrier accessory was used from the 2nd extension kit to finalize the tunneling part of the procedure, and the pt was "okay" after the procedure. It is unk which extension kit carrier tool broke, so a report has been filed on both. See MFR report # 6000153-2011-02530 for the other report.

Manufacturer narrative:
(B)(4). The carrier has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.